Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported unknown side rupture and recurrent late seroma. The device remains implanted.

Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: device information since affected side is unknown. D4: 29-aug-2021. H4: 29-aug-2016.

Event description:
Patient reported unknown side rupture. Patient later reported late seroma. Device remains implanted.